Event description:
It was reported that the left eye of console 1 was black. Customer cleaned and reseated fiber cable, hard power cycled the console, and attempted several restarts with no change. High resolution stereo viewer (hrsv) image was still black. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Replaced left high resolution stereo viewer (hrsv) monitor in accordance with isi procedures as it was black. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found to the reported issue was confirmed and replicated. In artemis, error 119 was found multiple times pointing to hrsv failing, confirming the fault occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, the unit was not displaying image, totally black out. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As of these findings, failure analysis was able to conclude that the failure of the hrsv was found to be the root cause. There were electrical and fiberoptic defects causing component and module issues.